Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address the loosening of the tibial and femoral components at the cement to the implant interface. Unknown bone cement was used. It is also unknown where or who did the previous surgery and lot #s could not be found for all products that were removed and as well as the part number of the poly that was removed. The patella was left in place. Doi: unknown; dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.